Manufacturer narrative:
Product analysis: at analysis it was determined that one case screw was contaminated and that the battery drawer was sticking, in the lower case following reassembly. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.